Manufacturer narrative:
Device not returned for analysis at this time.

Manufacturer narrative:
During the device evaluation, no exposed bare copper wires were found on the cord of the drill.

Event description:
It was reported that during testing at the healthcare facility, the insulation of the powercord of a core sumex drill was found to be damaged, exposing the wires. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during testing at the healthcare facility, the insulation of the powercord of a core sumex drill was found to be damaged, exposing the wires. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.